Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact.